Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was booted and unexpectedly shut down. Another navigation system was used for the upcoming case. A manufacturing representative (rep) powered on the system and while talking with the or staff the system unexpectedly shut down. There was no patient involvement at the time of the issue. A self test found that the main ups and batteries were connected and listed at charging 100% but would flicker to 0%. The camera cart ups and batteries listed as charged 100%.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, lot: 975072400158815. Product ID: 9735787, lot: 975072400158822. A medtronic representative went to the site to perform a system checkout. The ups and battery were replaced. The system passed system checkout and was functioning as expected. Evaluation codes that apply" b01, c0201, d02. The battery (product ID: 9735773, lot: 975072400158815) was returned for analysis. Analysis found that the battery would not hold charge and was overheating. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Evaluation codes that apply" b01, c0201, d02. The ups (product ID: 9735787, lot: 975072400158822) was returned for analysis. Analysis found no fault with the returned ups. Evaluation codes that apply" b01, c19, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.